Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set had a cracked collar. This was noted during infusion in the intensive care unit (ICU). The reporter stated that this did not lead to an interruption of therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed that the male luer collar is cracked/broken. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.